Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33: check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Changing your pod 3 / page 34: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3 / page 23: warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted.

Event description:
It was reported that the needle did not retract after wearing the pod longer than 48 hours on the arm; indicating a needle mechanism failure. Insulin was noted to be leaking out on and the cannula had dislodged from the infusion site. The patient's blood glucose (bg) levels were between 190 to 250 mg/dl at the time. The patient treated the high bg levels by activating a new pod and bolus.